Event description:
The hospital reported that using hsiii training material for artery bypass procedure, the heartstring umbrella was not deployed and was out of the tube. They coped with substitute and finished as operation without problem. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was not returned.

Manufacturer narrative:
Trackwise# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that using hsiii training material for artery bypass procedure, the heartstring umbrella was not deployed and was out of the tube. They coped with substitute and finished as operation without problem. The hospital did not report any patient effects.